Event description:
A surgeon reports having a pt that has had negative dysphotopsia following bilateral intraocular lens (iol) implant surgery. One day postoperatively, the pt reported seeing a line of light. On the eight postoperative day, she reported seeing a dark semi circle in her vision. In a f/u, the surgeon reports the outcome of event for the pt as "good." There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 07/16/2008, 07/18/2008 and 07/24/2008 by phone, fax and mail. Add'l info was received on 07/16/2008 and 07/28/2008. A completed questionaire was received.